Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The instrument was leaking a few drops of fluid during the probe wash. There were no instrument generated error messages in conjunction with the leak. The leak was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On 12/18/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a misaligned rinse block causing a leak during secondary probe wash. The fse aligned the rinse block to resolve the issue. The repairs were verified per established procedures (B)(4).